Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a blank display before and does not turn on or start. Customer also indicated that there is no audible tone form pump. Customer's blood glucose was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light on the display noted also, unable to verify error or alarms on the display with no audio tone due to constant blank flashing white light on the display noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.